Event description:
On (B)(6) 2020, resident was being transferred with a ceiling lift by two staff members. While under operation with the resident in the sling, the lift detached from the ceiling track and resident fell to the ground. Resident passed away a short time later. FDA safety report ID# (B)(4).